Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The monitor power supply was replaced and adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the screen of the 9900 system would intermittently flash and go blank. Both monitors would not illuminate. No pt injury was reported.